Event description:
It was reported that the device had a white screen, an indicative of a lock up failure, upon power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed a lock up failure. Physio replaced the programmed system controller pcb assembly and observed proper device operation thru functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly at the failure analysis ctr and determined that cause of the reported failure to be a shorted ic chip, designator u61.